Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top of brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the top of the oral-b brushhead, version unknown came off in her mouth. No symptoms developed. On 10-may-2016 received follow-up: the consumer reported the type of brush head used was oral-b power oral care refills precision clean. The brush head was new, she had been using it for 3 or 4 weeks, and it had never been dropped. The reporter stated there is a pin which holds the brush part in, and it looks like as the head was rotating while brushing, it had come up over the pin as the pin was still in the bottom part of the brush. No symptoms developed.

Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned 1 brush head on (B)(6) 2016. The brush head was confirmed to be counterfeit.

Event description:
Top of brush head came off in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the top of the oral-b brushhead, version unknown came off in her mouth. No symptoms developed. 10-may-2016 received follow-up: the consumer reported the type of brush head used was oral-b power oral care refills precision clean. The brush head was new, she had been using it for 3 or 4 weeks, and it had never been dropped. The reporter stated there is a pin which holds the brush part in, and it looks like as the head was rotating while brushing, it had come up over the pin as the pin was still in the bottom part of the brush. No symptoms developed.